Manufacturer narrative:
A2: sex - female. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number : reporting site: 1049092; manufacturing site: 3005471919.

Event description:
It was reported the end user was recently diagnosed with a uti while using this product. She was told her urine sample was positive for uti and was prescribed an antibiotic, name unknown. No additional information was provided.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplier investigation report received, and the investigation was done through verifying the manufacturing DHR, raw material certificate and testing the retention samples. 1. Raw material lot for this batch is v-073k22f, supplier coa indicate the hardness is 80 while our spec is 80+/-2. 2. DHR shows the machine is running smoothly and production carried out per procedure. 3. 10pcs of retention samples are checked and ID/od meet the requirement. Hence, due to the sample not being available for return a root cause cannot be determined. Supplier report has been attached to child investigation record. This investigation will be closed. This issue will be monitored through the post market product monitoring review process, sop-000741. No additional details have been provided to date. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092 , manufacturing site: 3005471919.